Manufacturer narrative:
Consumer reported experiencing burning and light sensitivity upon initial use of product. Consumer did not seek medical attention for the symptoms and did not obtain medical treatment. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Consumer is recovered. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.

Event description:
Consumer reported experiencing burning and light sensitivity upon initial use of product. Consumer read instructions before using. Consumer indicated she soaked the lenses overnight using the provided lens case, and she did not rinse with anything before insertion. Consumer reported that not long after this incident she was scheduled to see her eye doctor for a contact lens fitting follow-up. Although the consumer initially stated that she reported the event to the doctor, later she adjusted her report to indicate that she had not communicated the burning or light sensitivity to her practitioner. Consumer was not treated for her symptoms and began wearing new lenses. Consumer did not seek medical attention for the symptoms and did not obtain medical treatment. Consumer is recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.